Event description:
New information available on (B)(6) 2017 states that, the patient presented in the hospital on (B)(6) 2017 after receiving a shock therapy. Review of the egms indicated that the shock was appropriate. Multiple shocks were unsuccessful in converting the ventricular tachycardia. Eventually, the patient's rhythm returned to sinus on its own. Programming changes were discussed.

Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapy. Upon review of the merlin.net transmissions from the same day, it was noted that the patient received appropriate therapy for ventricular tachycardia and the patient¿s rhythm broke, but the device delivered another shock inappropriately. Programming changes were discussed. Patient medication was adjusted. The patient was stable.